Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. This lead was surgically revised and remains in service. No additional adverse patient effects were reported. Additional information received which indicated that the suspected cause of the high threshold was patient anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. This lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.